Manufacturer narrative:
The customer reported a patient developed a potential deep tissue injury (pdti) with use of the progressa bed. The patient in this event was a 53-year-old male weighing 87 kg and measuring 1.80 m in height and reported to be previously ¿fit and well¿. The patient was admitted to the unit on (B)(6) 2022 for being flu positive and was intubated/ventilated with a tracheostomy. A purpose t pressure ulcer risk assessment was performed on admission and the score was ¿amber¿ and no pressure ulcer damage noted. On (B)(6) 2022, the patient developed a pdti on the heels and sacrum. The hospital¿s turning protocol was reported as 2-4 hours and the customer confirmed this was being followed. Turning frequency was increased to every 2 hours when the pdti was noted. The tissue viability nurse (tvn) was consulted; however, the outcome of the assessment was not provided, and no medical treatment was reported. Hospital supplied sheets were used with no report of additional materials being used under the patient. Although no malfunction of the bed was reported, the customer alleged the progressa bed contributed to the development of the pdti. Customer response is pending regarding outcome of the tvn assessment, if medical treatment was required, and status of the pdti. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Ulcers covered with slough or eschar are unstageable. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. In this event, there was no report of medical intervention required at the time of the initial report. Additionally, as of this writing, the outcome of the tvn assessment is pending and there is no confirmation the dti has resolved, therefore, is considered a serious injury for the reasons stated above. Furthermore, an inspection of the device is pending, and a device malfunction cannot be ruled out at this time. 11jan2023 clinical evaluation update. The following additional information was received from the customer: the pdti is considered ongoing, and the patient is continuing to be repositioned every two hours. The tvn are involved with the patient as per trust policy when a pdti is noted. The patient in this event remains on the bed reported, as per the customer, the unit is extremely busy requiring the utilization of most of the beds. As of this writing, the pdti is ongoing and is therefore considered a serious injury for the reasons stated above. Hillrom has been to the account three times attempting to inspect the bed. During each attempt the bed has been unavailable for inspection due to continuing to be in use. Based on this information, no further action is required.

Event description:
The customer reported a patient developed a potential deep tissue injury (pdti) with use of the progressa bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).